Event description:
It was reported that, "revised due to periprosthetic fracture."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.